Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a device change out procedure, the atrial lead exhibited low impedance. No intervention or patient symptoms were reported. The patient would continue to be monitored.